Event description:
Procedure: robotic colorectal. According to the reporter: jaws locked down on specimen, wouldn't open while on tissue. Used another stapler to staple around the specimen. No delay by 30 min. No excess blood loss. Lot numbers will be available when product is returned.

Manufacturer narrative:
(B)(4).